Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found with black marks on display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that during an unk case, the hand piece gave a handpiece error. The device was swapped with another one and the case was completed with no pt consequence.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ping meter had a cracked display causing a black mark on the bottom left hand corner which compromised how much insulin he dosed. On july 7, 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone. The patient manages his diabetes with self adjusting insulin based on his carbohydrate to insulin ratio and the lfs meter readings. The display issue began on (B)(6) 2010 at 9 pm. The patient reportedly wanted to administer 1.65 units of humalog insulin based on his carbohydrate intake at the time of concern. According to the patient, he thought he had inputted 1.65 units of insulin into the onetouch ping, but may have inputted the incorrect amount of insulin since the display was damaged. One hour later, the patient reportedly started to feel tired, jittery, and shaky. The symptoms lasted for one hour and abated after he administered self treatment with banana and milk. According to the troubleshooting performed with customer service, there was no product misused. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he had symptoms that can be associated with hypoglycemia and received medical intervention after the correct dose of his insulin was compromised by the damaged display issue.